Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Three months ago ((B)(6) 2017) the recipient stopped responding to any sound with the device. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Additionally, investigation revealed damage to the active electrode under silicone overmold likely caused by repeated external mechanical impacts on the device. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2017, the recipient stopped responding to any sound with the device. The hearing performance is affected. Family reports no incident of accident or trauma. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In situ measurements taken in (B)(6) 2016 show two channels to be in status hi; however, no impact on hearing performance was reported and can be expected from this. To determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
In (B)(6) 2017, the recipient stopped responding to any sound with the device. The hearing performance is affected. Family reports no incident of accident or trauma. Despite requested, no further information could be obtained.